Event description:
An ignition event was experienced on an expeditionary deployable oxygen concentration system (edocs) (B)(4). The user was utilizing the edocs to fill a hospital oxygen back-up system (hobs). Upon closing the last valve on the hobs, a loud boom was heard in the direction of the edocs. The user inspected the edocs to find black marks on the panel at the vent side of three-way ball valve v-8 (hp oxygen supply qd vent v-8) and black stains and a dime-sized hole near the handle of valve v-8. The ignition was expelled from a vent tube attached to v-8 behind the user interface panel located approximately three inches below the hose connection between the edocs quick disconnect port. A hose was connected to the port at the time of the ignition event and v-8 was in the open position allowing 2250 psig to be transferred from the edocs to the hobs. The edocs was not supplying oxygen to a patient at the time of the event.

Manufacturer narrative:
The affected device components were requested to be returned to the manufacturer on (B)(4) 2012, for investigation. The army has made the decision to retain the unit and conduct the root cause investigation. Pci will assist in the investigation.